Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that ¿several years ago¿ the patient went to a wedding at a high altitude on (B)(6). She became very ill during the wedding and was told that at certain elevations her pump would stop. The patient was planning a trip to (B)(6) and wanted to know what to expect. It was noted the patient had been on planes and had not had a problem. The device system was currently used to deliver hydromorphone 10.0mg/ml at 3.003mg/day and clonidine 200.0mcg/ml at 60.07mcg/day and previously had delivered bupivacaine however the type of medication delivered at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.